Event description:
It was reported that black particles were observed falling onto the patient's surgical site from the joint between the spring arm and the gimbal during surgery. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.